Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion exhibiting 85% stenosis. There were no abnormalities reported in relation to the anatomy. There was no damage noted to the packaging. No issues were encountered when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during advancement. It was reported that the stent could not pass through the lesion and stent deformation occurred. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury reported.

Manufacturer narrative:
Device evaluation: there was a kink on the hypotube 23.8cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.